Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
When a nurse opened a package, blue silicon cover had hair.

Manufacturer narrative:
The reported issue could not be confirmed. Product inquiry states the guide wire, ball-tipped, sterile t2 tibia ø3x800 mm (packaging) to be the subject product. No further associated products were reported. A review of the DHR revealed no discrepancies, in particular in the packaging process. The device was documented as faultless prior to distribution. During a detailed visual inspection of both blue silicone caps no hair could be verified. Furthermore, not enough information is available to reproduce or to confirm the reported case (like a photo of the unopened package). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
When a nurse opened a package, blue silicon cover had hair.